Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose(bg) was reported as high, but exact value was not provided. Customer reported ketoacidoses, which was addressed with a bolus via pump. Customer changed out pump supplies to address the alarm and resumed insulin delivery.